Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's left monitor would not work. No patient injury was reported.